Event description:
It was reported attempted cardiomems implant on (B)(6) 2019 was unsuccessful due to the doctor not being able to advance the sensor. As a result, the procedure was abandoned, and patient is currently in stable condition.